Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Litigation alleges pain, discomfort, limited mobility, grinding sensations, audible squeaking and toxic cobalt and chromium metal debris to be released into the tissue. Update: 8/16/2013. Pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records indicate that the patient was revised because of a loose cup. Records are available for further review. Update sep 22, 2017: pfs and medical records received. There is no new allegations. After review of the medical records for the MDR reportability, in addition to what was previously reported, patient was also revised to address severe shortening. Revision notes reported no bony ingrowth in the acetabular component. This complaint was updated on oct 16, 2017. Update sep 22, 2017 records reviewed. It was identified in operative revision record that the s-rom femoral stem was also explanted, exchanged for another stem while leaving the previous s-rom sleeve as it was. S-rom stem reported for elevated metal ions. Complaint updated on: oct 20, 2017.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.